Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
On (B)(6) 2026, the abbott ambassador (32-year-old male) was replacing the thermistor on the inner side of the incubation track on the alinity s system. Since the repair, he has had persistent pain in his hand. He was referred to occupational health for evaluation and later referred to a physician for treatment of a hand strain/sprain. He was prescribed nalfon medication 400mg 3 times a day, as needed, and to use a hand splint and cold pack. He was also referred to for physical therapy.